Event description:
It was reported that the patient had a new battery implanted due to normal battery depletion. When he came out of recovery the hcps thought he was having seizure as he was having uncontrollable thrashing back and forth. The hcps tried to turn the device down lower, but they could not get it low enough and instead turned it off. The patient stated that this had left him in a state like a vegetable. The patient was concerned that the new device has more current because he was told this by the implanting surgeon. The patient stated that his first device worked great, he had no tremor, and was 90% better. Following the replacement the patient could only shuffle with small baby steps and his voice had gone soft. It was reported that these symptoms were new. The patient stated that he had gone from healthy to a basket case. The patient had an appointment to see his neurologist to have his device programmed on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead, model 3387s-40, lot# v060436, implanted: 2008 (B)(6), explanted: na; lead model 3387s-40, lot# v060436, implanted: 2008 (B)(6), explanted: na; extension, model 37085-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; extension model 37085-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; programmer, model 37642, serial# (B)(4).